Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 30774319 lot 1806256 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd concludes that cannula's oxidation is due to not correctly storing theses syringes appropriately. These syringes may have been stored close to detergents and cleaning products substances like sodium hypochlorite or similar. This could degrade the syringes and cause rusting or corrosion. DHR showed no indication of the alleged defect.

Event description:
It was reported that the syringe 5ml ls 22x1-1/4 dn emerald experienced product damage. The following information was provided by the initial reporter: before using, it was found that the needle rust. Not used on patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml ls 22x1-1/4 dn emerald experienced product damage. The following information was provided by the initial reporter: before using, it was found that the needle rust. Not used on patient.